Event description:
Provider states that the left motor brake will not disengage. Provider advised he can get it to work intermittently. Provider states that the chair stopped in the consumers hallway but someone was able to help her right away. No additional information provided.